Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nrm9, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3889-28, lot# va0nqz9, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. No falls or traumas were noted. Up until (B)(6) 2015, the patient was getting good therapy and had been on one setting since implant. After, the patient was experiencing retention and increasing stimulation did not help. Due to this, the patient was being treated for a bladder infection about a week prior to the date of this report. They were admitted to the hospital on (B)(6) 2015 and it was also noted they were having some difficulty operating the patient programmer at that time. The patient was reprogrammed and given oral antibiotics and were seeing their managing healthcare provider (hcp) on (B)(6) 2015. At this appointment, impedances were measured at 1.5v and 210 -s. It was indicated that electrode combinations 0, 2 and 0, 3 were greater than 4 ,000 ohms. Pulse width was increased to 330 -s and amplitude was reduced to 1.0v, but there were high impedance on ¿most¿ bipolar pairs. The unipolar pairs were 1,892 ohms. Upon testing at 1.5v and 330 -s, the impedances were within range, just higher than typical. The patient was feeling stimulation in the 1.5v range. The hcp was to reprogram on known good settings and then monitor the patient to see if the infection was still an issue. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.